Event description:
Two similar incidents occurred from the same lot number. The first one happened while drawing insulin up in a retractable insulin syringe. The needle came out of the syringe and was left stuck in the rubber of the insulin vial. The second incident happened an hour and a half later. After injecting patient's belly with insulin, rn gave the plunger the additional push to retract the needle. Rather than retracting, the needle came off the syringe and stuck in the patient's belly. Rn was able to manually remove the needle.